Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery the modular flexdrill bit fractured. Pieces fell into the patient, but were retrieved.

Manufacturer narrative:
Modular flexdrill bit was returned for review. Visual inspection confirms the drill bit returned is fractured in two. The cutting edges are dull and damaged from extensive use. This drill bit has a potential field age of approximately 2 years and 6 months based on manufacturing date. Receiving inspection reports were review and indicate the device was manufactured to specifications. This device is used for treatment. Complaint history search revealed no additional complaints for the part and lot combination. With the information provided, a specific root cause for the drill bit fracture could not be determined with certainty.